Manufacturer narrative:
Evaluation method code, evaluation result code, and evaluation conclusion code were updated.

Manufacturer narrative:
Sample from the patient was submitted for investigation. No interfering factors for the anti-tg assay could be found in the sample. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling for the assay, the measured anti-tg value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the anti-tg assay method used. Anti-tg values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. If there is a change in the anti-tg assay procedure used while monitoring therapy, then the anti-tg values obtained upon changing over to the new procedure must be confirmed by parallel measurements with both methods.for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable anti-tg elecsys results from cobas 8000 - cobas e 602 module serial number (B)(4) for a patient with thyroid carcinoma. Interference with the assay was suspected. The patient is being monitored after a thyroidectomy (surgical removal of the thyroid gland due to carcinoma). If tg remains present or rises, this would be an indication of a residual tumor. The anti-tg results from the cobas analyzer were normal. However, the results were very strongly positive on a vidas analyzer and on a phadia immunocap system. Refer to the attachment to the medwatch for all patient data. The questionable results were reported outside of the laboratory.